Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid (csf). Nevro had attempted to obtain additional information regarding any interventions performed to address the csf leak but was unsuccessful. Follow-up indicated that the patient developed an infection. The physician believed the infection was unrelated to the device; however, decided to explant the device. There have been no reports of further complications regarding this event.